Event description:
It was reported that during a stenting treatment procedure, a shaft kink and stent damage occurred. The procedure treated the de novo, concentric, 95% stenosed 3.5x12mm target lesion located in the severely calcified and mildly tortuous ostium of the left circumflex artery. Pre-dilation was performed with a 3.0x10mm non-bsc balloon catheter. Next a 3.5x20mm promus element was advanced for treatment but the stent met resistance and became stuck in the lesion. When the physician pulled the stent delivery system back resistance was met and the proximal end of the shaft kinked. Upon removal, it was noted that stent struts were damaged. The procedure was completed with another of the same device. Post dilation was performed with a 3.5mm unspecified balloon. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during a stenting treatment procedure, a shaft kink and stent damage occurred. The procedure treated the de novo, concentric, 95% stenosed 3.5x12mm target lesion located in the severely calcified and mildly tortuous ostium of the left circumflex artery. Pre-dilation was performed with a 3.0x10mm non-bsc balloon catheter. Next a 3.5x20mm promus element was advanced for treatment but the stent met resistance and became stuck in the lesion. When the physician pulled the stent delivery system back resistance was met and the proximal end of the shaft kinked. Upon removal, it was noted that stent struts were damaged. The procedure was completed with another of the same device. Post dilation was performed with a 3.5mm unspecified balloon. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination found no issues with the device. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.  The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).